Event description:
Caller states patient tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 2.38 inr. Patient's coumadin dose was increased based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient was implanted with her scs system consisting of an ipg and paddle lead on (B)(6) 2008. It was reported that the patient lost weight and started experiencing discomfort at the ipg implant site. The patient's ipg was explanted on (B)(6) 2009 and returned to the manufacturer for evaluation. The physician did not implant another system in this patient. No further information is available.